Event description:
According to the reporter: doctor attempted to transect jj during bypass with 60 tan. The stapler fired to 30mm, laying 30mm of staples and cutting 30mm then stopped. The reload would not fire further and thick tissue was not suspected in the bowel. The doctor backed the stapler out retracting the knife blade, placed another 60 tan reload on and it worked. Another MFR reinforcement material used?: no were other manufacturer product used?: no was the device used in patient: yes was there patient involvement: yes was there patient injury/hazard: no there was no unanticipated tissue loss, no unanticipated ext. Of incision more than 1 inch, no unanticipated blood loss of more than 500cc and no delay over 30 minutes. No device fell in patient's cavity and no device fragment left in patient.